Event description:
A customer reported a malfunction with their pump. Despite the malfunction, there was no adverse impact on the customer's blood glucose level. Customer service decided to send a replacement pump with updated software, and they provided instructions on how to put the current pump into storage mode before returning it. The customer acknowledged and understood the necessary steps and was informed that training would be available through their tandem source account. The customer will continue to use the pump until the replacement pump arrives.